Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported since before christmas the recharger is not working for awhile. Patient stated she has been telling people but no one has taking her serious. Patient stated they sit for 2hrs at excellent and ins is charged to 60% . Patient stated they can't get the ins past 60% charged. Patient stated they had ins reconfigured / reprogrammed because they weren't getting good relief and since then they are not able to charge the ins to 100%. Patient stated the controller is depleting when recharging the ins. Patient services specialist (ps) asked patient to connect with the controller and controller show ins 30% and controller 40% charged. Ps asked patient to inspect the recharger for damage and patient said they don't have the recharger with them, they are at work. Ps recommend calling ps back with the rtm to troubleshoot. The issue was not resolved. Redirected caller: other (document in note).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that they've tried resetting the controller numerous times without resolving the issue. Patient services (pss) requested current battery levels but pt stated the controller screen read no device found. The pt mentioned they were currently at work where they teach and students were entering classroom. A replacement recharger (rtm) was sent out. No symptoms were reported.